Event description:
Device 3 of 3. Reference manufacturer reports: 1627487-2010-01761 & 1627487-2010-01762. The pt received his scs system consisting of two percutaneous leads and an ipg on (B)(6) 2006. In (B)(6) 2007, the pt presented to the facility for a lead revision. The physician did not specify which of the pt's two leads was being revised or the reason for the revision; therefore, a report is being submitted for both lead lots. It was reported that when the physician disconnected the lead from the ipg, he found one of the lead's electrodes had come off and was lodged in the header of the device. The physician was unable to remove the electrode from the ipg header; the ipg was explanted and replaced. The explanted ipg was returned for analysis. No pt complications were reported as a result of this event. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg returned had a terminal end electrode broken off inside header. Ipg passed all functional tests. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.